Manufacturer narrative:
Exact date unknown, event occurred a while ago from date manufacturer was made aware. Explant date: a while ago. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 19630422. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 19027262/19781630.

Event description:
It was reported that the patients stimulation was ineffective. The patient underwent an explant procedure. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.